Event description:
Caller states that the inform base unit shows signs of an electrical short. The plastic housing in the docking area is melted. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.